Event description:
The pt reported that the ez rings located around the buttons on her insulin infusion device fell off. She reported that after the ez rings fell off, whenever, she would lean up against something, the insulin infusion device would administer a bolus. The pt fell that this was occurring due to the rings missing. She stated that the insulin infusion device administered an unintended bolus by leaning up against something and her blood glucose went low (she feels approx 50 mg/dl), and she had to be helped by a policeman, who bought her a soda. No med treatment was required. She reported after drinking the soda, her blood glucose values increased to about 100 mg/dl. The product was requested to be returned.